Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) reviewed the untreated episode and found there was intermittent p and t wave oversensing due to low amplitudes. Additionally, there was baseline noise with some oversensing. Ts discussed troubleshooting and programming options. At this time, the system remains in service. No adverse patient effects were reported. Additional information indicates that the patient, who has a subcutaneous implantable cardioverter defibrillator (s-ICD), experienced one inappropriate shock. The episode was attributed to t-wave oversensing in the presence of a wide qrs complex and bigeminy while the device was programmed in the primary sensing configuration. It was also noted that the patient has a prior history of inappropriate shock therapy when the device was programmed in the secondary configuration. Technical services recommended that the patient undergo repeat sensing screening and chest x-rays to confirm proper system positioning. At this time, the electrode remains in service. No additional adverse patient effects were reported.